Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that the lid seems to not fit properly and tubing very loose states 2 x she got replacement canister with no tubing . Rep advised will send RMA kit. Send bio box. It's unclear if lot number was requested. Per additional information received via phone on 08apr2025, it was reported that she received a replacement kit. She does not know where the defective kit is at this time. Due to using the purewick, her mother developed an urinary tract infection while using the purewick. Her doctor prescribed her 3 different antibiotics and advised her to discontinue use of the unit until the urinary tract infection is cleared. She could not provide the lot number to the defective kit.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: the purewick female external catheter is intended for non-invasive urine output management in adult users with female anatomy, for conditions such as urinary incontinence. Contraindications users with urinary retention. Warnings the purewick female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may led to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with tubing end bottom end white wicking material vent hole applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate or heavy menstruation who cannot use a tampon. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that the lid seems to not fit properly and tubing very loose states 2 x she got replacement canister with no tubing. Rep advised will send RMA kit. Send bio box. It's unclear if lot number was requested. Per additional information received via phone on 08apr2025, it was reported that she received a replacement kit. She does not know where the defective kit is at this time. Due to using the purewick, her mother developed an urinary tract infection while using the purewick. Her doctor prescribed her 3 different antibiotics and advised her to discontinue use of the unit until the urinary tract infection is cleared. She could not provide the lot number to the defective kit.